Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component and the rail of the complaint sample were observed to be positioned incorrectly, allowing the staples to become severely misaligned and out of position at the front of the cover block. In addition, the bottom component was observed to be bent in the cover block. Functional testing could not be performed due to the misaligned staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot#: 73h2300497 was manufactured on 08/15/2023 a total of (B)(4) pieces. Lot was released on 08/30/2023. DHR investigation did not show issues related to complaint. A CAPA was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "unable to securely staple". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component and the rail of the complaint sample were observed to be positioned incorrectly, allowing the staples to become severely misaligned and out of position at the front of the cover block. In addition, the bottom component was observed to be bent in the cover block. Functional testing could not be performed due to the misaligned staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot # 73h2300497 was manufactured on 08/15/2023 a total of (B)(4) pieces. Lot was released on 08/30/2023. DHR investigation did not show issues related to complaint. A CAPA was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "unable to securely staple". No patient harm or injury. The patient status is reported as "fine".